Event description:
It was reported that a patient underwent an unknown procedure on 1-jul2026 and barbed suture was used. It was reported by the account contact to the sales rep that during an unknown procedure, as they were closing on the abdominal cavity wherein the trocar was closing the fascia, so when they put a tension on it, the suture would pop right off of one inch, there's an inch of a suture left on the needle. This happened on 3 sutures until they grabbed the same product but in different lot and it worked fined. No patient consequences. Device will be returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4)date sent to the FDA: 7/22/2026h6 component code: g07002 - pending evaluation of returned devicethis report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.